Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was inconsistent contact during interrogation of an implantable device. The radiofrequency (rf) head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the plastic anti-slip layer was ripped off the label of the programming head. As a result the cable was replaced as a preventive measure and the label was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.